Event description:
It was reported that during the rx acculink stenting procedure in a tortuous and moderately calcified lesion in the left internal carotid artery, the physician thought that the rx acculink stent was positioned at the appropriate location to cover the lesion. However, due to the tortuosity of the vessel, the device did not completely cover the lesion and a second rx acculink was needed to overlap the first stent implanted to completely cover the stenosed area. There was no reported adverse patient effect or sequela related to the event. There patient was discharged home one day after the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: aspirin, clopidogrel, heparin; embolic protection: rx accunet. Device evaluation: it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot that suggest a product deficiency. Based on the review, no product deficiency was identified.